Event description:
It was reported that the atrial lead exhibited noise, causing inappropriate automatic mode switch episodes. The noise could not be reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.